Event description:
It should be clarified that the overdose occurred by mis-programming a non-medtronic external syringe pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, product type programmer, physician, product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unclear, product type catheter, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: unclear, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced an infection and overdose. The patient presented to the emergency room with signs of infection on (B)(6) 2012. The healthcare provider explanted the pump, while catheter was retained and hooked up to an external syringe pump. A resident healthcare provider programmed the external pump at 86mcg/hour, when it should have been 8.6mcg/hour. The patient appeared to overdose, at which time someone else discovered the programming error and the dose was reduced. Reporter stated as of 07/09/2012, the patient was "doing ok, with no additional issues". The specific infection and overdose symptoms were not provided, nor were the exact timeline for the onset of the infection symptoms. It was unclear if and/or when the catheter was then explanted. As stated, it was reported that the pump was explanted (on (B)(6) 2012), while the catheter stayed intact, however, the manufacturer's device registry indicated the same explant date of (B)(6) 2012 for the catheter and pump. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. The medication in the pump was lioresal (baclofen).

Event description:
Additional information received stated that the patient experienced fever and local wound breakdown at the device pocket. Perioperative antibiotics were administered. A culture was taken from the pocket and found the organism to be proteus mirabilis. Intravenous antibiotics were given and the whole device system was explanted. A peripherally inserted central catheter (PICC) line was placed for long-term antibiotics. The infection resolved.

Manufacturer narrative:
(B)(4).